Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was at home watching tv. It was stated by the patient that she was on ac and one battery on her controller. Patient disconnected ac to switch to two batteries, she was distracted and forgot she already disconnected the first power source and went and disconnected the battery as well, leaving no power on her controller. She looked down and noticed the screen was blank, however no alarm was triggered to confirm the no power alarm. Patient reconnected power and called into the site. Patient brought into clinic and examined. Double disconnect performed by team and no alarm confirmed. An elective controller exchanged was performed and the patient was sent home. No additional information available.

Manufacturer narrative:
The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Controllers with inaudible "no power" alarms have the potential to cause death or serious injury. Inability to hear an alarm may result not being aware of a pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual examination and failed functional testing. Initial testing of the controller revealed that the "no power" alarm operated as expected. Supplemental testing was performed, which included exposing the controller to an environmental (ambient) temperature of 30oc. The intent was to determine if the thermal fuse of the internal nickel-metal hydride (nimh) battery was operating as expected at or below ambient design specifications of 50oc. The thermal fuse prevents the nimh battery from operating in temperatures above 70oc ± 5oc. Results revealed that the thermal fuse opened at 62oc, however, it was observed that a component in near proximity was contributing to the thermal condition required to open the thermal fuse. The component, a mosfet transistor, was operating at 124oc, which is still within the manufacturer's recommended operating temperature of 150oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate below 30oc, the thermal fuse was able to re-cover and close the circuit, and the "no power" alarm regained functionality. The results of this investigation have been escalated and are currently under review. Additionally, the controller failed visual inspection due a loose power port 1 connector. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Based on the analysis of the device, it is likely that the controller was operating in ambient conditions above 30oc. This in conjunction with a mosfet that was operating at 124oc may have caused the alarm circuit's thermal fuse to open, resulting in a recoverable failure of the "no power" audible alarm. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.